Event description:
Patient was sent here for recurrent prolapse symptoms. She underwent apogee, perigee and a transobturator tape in 2005. A month and a half after her surgery, she had return of her bulge. She reports that her bulge since that time has progressively worsened such now that it is quite uncomfortable for her on a daily basis. Since her surgery, she has also had vaginal bleeding. She was seen by dr. A week ago and had a piece of the mesh trimmed, however, she continues to have bleeding. A patient with enterocele status post perigee, apogee, and transobturator tape as well as vaginal mesh erosion. We spoke to the pt regarding her anatomic findings and it is quite bothersome to her. She does want to have surgical repair. At this point, we think the best plan of action would be to do a colpocleisis to reduce the vaginal enterocele as well as removing part of the mesh as exposed anteriorly. If we are unable to do a partial colpocleisis to fix her anatomic defect, we will consider possible sacrospinous ligament suspension. Dates of use: 2006. Diagnosis or reason for use: #1. Pelvic organ prolapse, #2. Stress urinary incontinence.